Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The bsc aware date was incorrect on first report, and a supplemental report is being filed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The right ventricular (rv) lead exhibited loss of capture. The rv lead experienced dislodgement and was repositioned. No additional adverse patient effects were reported.